Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient doesn¿t think their implant is working the way it should. They said the trial device worked really well, but the implant does not seem to be stopping the pain. The patient made adjustments on their own under the direction of a manufacturer representative (rep), but it still was not helping. The patient had tried 3 different programs. The patient mentioned they were told by a rep they would have to charge one hour every night. The patient said they charge for 2 to 2.5 hours every night and the charge bar never goes all the way to a full charge. The patient confirmed they had full coupling bars. The patient stated sitting in one spot holding the charger for 2 or 3 hours is inconvenient and gets painful sitting in the same spot for so long. No further complications were reported.